Manufacturer narrative:
There was no patient involvement associated with the device breakage. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Manufacturing date: december 05, 2014. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All parts of the lot were checked 100% for critical and important features and for function at the final inspection. No non-conformance reports were generated during production. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the spring on the compression forceps was identified as being broken when packing the set after being sterilized. The instrument had not been used for the previous procedure; it was in a set that had been opened for use. There was no patient involvement associated with the device breakage. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Complainant part is no longer expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.